Manufacturer narrative:
The autopulse lifeband in complaint was returned to zoll on (B)(6) 2016 for investigation. Visual inspection of the returned platform was performed, the lifeband was twisted and broken/cut at the rightside of the lifeband cover plate. In summary customer's reported complaint was confirmed as lifeband returned was twisted and broken/cut. The potential root cause for the reported complaint can be related to user handling, however this cannot be confirmed. It should be noted that user guide for autopulse informs that constraining the movement of the bands can damage or break the life-band.

Event description:
It was reported that during use on patient, autopulse lifeband over tightened and popped. The band broke on the corner and manual CPR was performed. There was no delay in the treatment. No consequences were reported to the patient. MDR report 3010617000-2016-00548(autopulse) is related to this report.